Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches and cracks on lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests and it was found the event history log. Defective dso (downstream occlusion sensor) -nonreactive- was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displays cassette alarms. No adverse patient effects were reported.